Event description:
It was reported that after opening the package of 100/860/080, the customer checked the product and it showed as 100/860/080. No patient injury reported.

Manufacturer narrative:
UDI is unknown. No information provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A sample was received. As a result of checking the actual product, the product number / lot of the blister pack and the cosmetic box and the product number / lot coincided with each other. The original label of blister pack and japanese labels all match. It was confirmed that there was no error until delivery. The reported event was confirmed. However, there is a high possibility that it occurred after shipment. This event will be monitored and the occurrence for trending purposes.